Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a synream broke during surgery. It was not possible to remove the reamer head from the flexible shaft. Fragments of the reamer head were detected and removed. There was no significant prolongation of surgery and no harm to the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.